Event description:
The physician was using an amphirion deep rx pta balloon to pre-dilate a lesion in artery of the lower limb which exhibited moderate tortuosity and moderate calcification. No abnormalities noted during preparation of the device. Resistance was noted with calcification and force was applied to deliver the device at the lesion. The balloon was inflated to 7atm and subsequently ruptured during inflation at the lesion. Pressure was lost gradually .the device was removed from the patient and a kink on the catheter was confirmed. The procedure was completed using another product of amphirion deep. No health hazard to the patient. Evaluation summary: the shaft is kinked, the balloon is folded. Inflation of balloon lumen was performed by connecting a syringe filled by water to the hub, a leak was identified in the correspondence of the kink on the shaft.

Manufacturer narrative:
Evaluation, results, conclusion: failure to follow instructions-use of force to advance the device; related to operational context-related to the handling of the device during the procedure.